Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Dr. (B)(6) stated that he had a patient code during an rfa. CPR was given along with mediation from anesthesia and patient ended up being okay. Channel catheter was used, this happened on the first pass, 12th ablation patient had 2 or 3 prior rfa treatments that he responded well to. When coding happened, dr. (B)(6) removed scope/catheter and did recovery. No other rfa was done.